Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the device became detached. The target lesion was 75% stenosed and located in the left circumflex. The lesion was treated with four passes of the oad on low speed and one pass on high speed. It was noted that the device made an unusual sound during the final two passes. The oad was removed, however the guide wire was unable to be removed through the catheter. Upon examination of the oad crown, the tip of the device was noted to be detached. The device fragment remained on the guide wire and was removed from the patient. A stent was placed and the patient was in stable condition following the procedure.

Manufacturer narrative:
The reported oad was received for analysis with the guide wire utilized during the procedure. The driveshaft was observed to be fractured at the distal edge of the crown. The distal shaft fracture section was found to be engaged on the distal end of the returned guide wire. Scanning electron microscopy was performed and identified evidence of fatigue striations on the fractured faces of the driveshaft filars. At the conclusion of the device analysis investigation, the reported fracture was confirmed. However, the root cause of the fracture was unable to be determined. (B)(4).